Event description:
It was reported that the physician thought there was a lack of stiffness in the atrial stylet curve making it difficult to access the atrial appendage . The lead was successfully implanted and the remains active. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.